Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that puncture closure of an unspecified vessel was attempted using a prostar xl device after an endovascular aortic repair procedure. Reportedly, the guide wire could not cross over the prostar xl exit port. After several attempts, it crossed with difficulty. Hemostasis was achieved with the prostar xl device. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.